Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings. The reported allegations have been investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "on or about (B)(6) 2019, [pt] underwent a computed tomography (¿CT¿) scan of his abdomen. The CT scan revealed that the cook filter struts had moved since the filter was placed, with a strut perforating his abdominal aorta. The filter strut extended beyond the cava into the abdominal aorta for a distance of 5 mm. The CT scan also revealed the filter had tilted, resulting in the filter being asymmetric within the inferior vena cava with the tip of the filter at the right lateral wall of the inferior vena cava". Patient outcome: it is alleged that "[pt] is at risk for future cook filter fractures, migrations, perforations, and tilting. [Pt] faces numerous health risks, including the risk of death. For the rest of his life, [pt] will require ongoing medical care and monitoring. [Pt] has also suffered significant, disfiguring injuries, including significant pain and distress restricting his ability to engage in activities of daily living".

Event description:
Patient allegedly received an implant on (B)(6) 2009 via the right common femoral vein due post trauma. Patient is alleging device tilt, vena cava and organ perforation. Patient notes and further alleges experiencing "uncomfortable, blood clots, dvts, swelling, bloating", limited physical activity, depression and anxiety. Per the (B)(6) 2019 computed tomography (CT) abdomen without contrast: "impression: cava! Filter asymmetric and tilted within the inferior vena cava with struts extending anterior, right lateral, left lateral posterior with the left lateral strut extending into the abdominal aorta. The anterior strut and abuts but does not definitely involve the left renal vein and inferior vena cava".

Manufacturer narrative:
Investigation is reopened due to additional information provided. The following allegations have been investigated: deep vein thrombus, blood clots, swelling, bloating, discomfort, depression, anxiety, limited physical activity. The reported allegations have been further investigated based on the information provided to date. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported swelling, bloating, discomfort, depression, anxiety, limited physical activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. To date, there are one other complaint has been reported against the lot for a similar issue. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.